Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220-250 units of insulin. Then, the customer went to sleep without delivering a bolus, and upon waking up, the insulin gauge displayed 145 units. Review of pump data showed that the customer filled the cartridge with 170 units of insulin, and per insulin gauge calculations, the fill estimate was accurate. There was no impact to the customer's blood glucose level.